Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down button of the insulin pump was hard to press. Customer¿s blood glucose level was unknown. Customer reported that the insulin was squirting during manual prime. Insulin pump had scratches on screen. The insulin pump will not be returned for analysis.